Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of cloudy image was confirmed. It was observed it was due to damaged distal tip. The cause cannot be established. No further information was reported. Olympus will continue to monitor the field performance of this device. DHR review was performed and no non-conformances that would cause the reported malfunction were noted. No further information was reported. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device's image quality was cloudy. There was no patient injury reported.